Event description:
Account alleged that the head drive drifts down.

Manufacturer narrative:
Account found that the head drive green wire was pulled off a terminal and the red wire was pinched. Account repaired the wiring to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.